Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03ylp, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a fall sometime in 2014. The patient had stimulation in the wrong location and when they tried to adjust stimulation, it felt like the patient was getting electrocuted since (B)(6) 2014. This was due to a sudden change in therapy or symptoms. The patient's therapy was not on. The patient also needed an MRI of their leg because they could not walk right and could not make their leg go straight since (B)(6) 2015. This was due to a sudden change in symptoms. The patient had only been back to see their health care provider (hcp) 1 time since implant. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.